Manufacturer narrative:
(B)(6) 2020 ae assessor spoke with patient poa with patient present in the same room. The patient is reported to have suffered significant abuse and the poa states the pt. "Sometimes has difficulty taking care of herself. Patient sometimes is very childlike."

Event description:
The patient's care taker / power of attorney stated sometime last week when he visited the patient to take her blood sugar he noticed the patient was unconscious. The care taker then took her blood sugar and her blood sugar level was 12. The patient's normal blood sugar level is 120. The care taker stated he called ems and they gave the -patient glucose to bring her blood sugar level back into a normal range. The care taker stated the patient is unable to take care of herself due to having severe mental illness and possible gave herself more clicks than she needed. The care taker also stated the patient had been hospital three times in the past few months for low blood sugar. The care taker also could not remember the exact dates of these events.